Event description:
The account alleged that the nurse heard a noise in a pt room. The nurse entered the room and stated that the pt was sitting on the foot end of the bed with their face in a chair close to the bed when a pt's family member was sleeping. Pt did not hit the floor. No injury reported.

Manufacturer narrative:
The technician investigated and the pt stated that he wanted to use the bathroom and was attempting to exit the bed by climbing out between the foot board and foot side rail. The nurse assisted the pt out of the bed so the nurse could put the pt back into the bed. All the side rails were up. The bed exit alarmed when pt was helped out of the bed. The bed is equipped with bed exit only. The technician found no issue with the bed. Pt was not injured.